Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited loss of capture. During lead revision, the lead helix had retracted inside the lead. The lead was repositioned and the patient was fine post operation.